Event description:
Cartridge cover cap has come apart and is unable to be fixed. Will replace pump. Pt is unable to provide serial number. New pump shipped out to pt. No other info known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 72.1 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: (B)(4).